Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). It was reported that while using a 6/7f mynxace vascular closure device (vcd) hemostasis was not achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. Manual pressure was applied for 20 minutes to achieve hemostasis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The patient was discharged the following day. The patient's hospitalization was not extended. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. There was no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device revealed that all the buttons were in the deployed positions. Button 2 had been fully depressed and the balloon was retracted/ button 3. There is no evidence of blood in the inflation indicator. The hydrogel sealant was not returned with the device. During the investigation, the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed as intended per the IFU. A review of the manufacturing documentation associated with lot f1631201 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event of the inflation indicator issue was not confirmed since the condition (no blood in the inflation indicator) of the returned device does not match the description of the incident. Additionally, the reported failure to achieve hemostasis, was not confirmed due to the condition in which the unit was received for analysis. The root cause of the reported event experienced by the customer could not be determined. Procedural factors and handling process may have contributed to the event as reported. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. According to the product instructions for use, users are warned to not use mynx ace if components or packaging appear to be damaged or defective. Neither the DHR review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that while using a 6/7f mynxace vascular closure device (vcd) hemostasis was not achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. Manual pressure was applied for 20 minutes to achieve hemostasis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The patient was discharged the following day. The patient's hospitalization was not extended. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. There was no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors.